Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. It was confirmed that the pump was still under warranty, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.